Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an open f600 fuse. The root cause for the open fuse could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on.